Manufacturer narrative:
Per the user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. Additional cartridge lot number: m019746. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and no insulin was observed exiting the tubing. Customer's blood glucose (bg) was 320 mg/dl. A pump bolus did not lower bg and manual injections were administered. During pump system check with tandem technical support (cts), customer reported to have been reusing the cartridges and also using expired luer lock cartridges. Customer reverted to using an alternate pump and manual injections while waiting for new supplies to arrive.